Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 500 mg/dl. The customer was treated for high blood glucose with manual injection. The customer was assisted with programming of the pumps. The customer bypass the high blood glucose troubleshooting. The customer reported via phone call indicating that the insulin pump alarm failed battery test. Customer's blood glucose was 500 mg/dl. The customer high blood glucose was treated with manual injections. The customer was advised to clear the alarm with esc and act. The customer found that the battery compartment is damaged, the threads where the cap screws in are a third of the way missing. The customer was advised that the device needs to be replaced and revert to a backup plan.